Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device will not be returned for evaluation. However, the serial number/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that x-smart w/contra angle eur hand piece reversal caused a patient to bleed from the mouth. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation results: dentsply sirona china. Information from ds china maintenance center: goods issue date: 2019-05; within warranty: no; maintenance record: none. Found handle failure. It's been repaired. It was incorrectly reported that hand piece reversal caused a patient to bleed from the mouth. Customer incorrectly completed ae report. This is being corrected to patient was not injured and no further treatment was required.